Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3510 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient was admitted to the hospital non-emergency on (B)(6) 2022 at 16:29 due to malignant tumor of the right lung. On (B)(6) 2022 at 13:02, chemotherapy treatment was performed as prescribed by the doctor. Under local anesthesia with lidocaine hydrochloride injection in the third ward of the oncology department, the peripherally intubated central venous catheter kit and accessories (PICC catheter) were used. Under the guidance of b-ultrasound, the "central venous catheter catheterization" of the left upper extremity venipuncture was performed. The operation went smoothly. The depth of the catheterization was 40cm. There was no blood or fluid oozing at the catheter port. The left upper arm circumference was 22cm. On (B)(6) 2022 at 11:19 blood oozing from the puncture port of the patient should be disinfected to change the dressing, and an alginate dressing should be placed at the puncture port for hemostasis treatment. On (B)(6) 2022 at 09:48 the patient was given catheter maintenance, the arm circumference was 23cm, the catheter opening and surrounding skin were normal, and the dressing was dry. On (B)(6) 2022 at 15:30 blood oozing from the puncture port of the patient, which was sterilized and replaced with dressings, and an alginate dressing was placed at the puncture port for pressure hemostasis treatment; the patient's upper arm was swollen and painless, and the arm circumference was 28 cm. 05-24 the patient underwent color doppler ultrasonography of upper extremity blood vessels (left axillary, brachial, cephalic, radial veins). Results: after PICC of the left upper arm superficial vein: thrombosis around the indwelling tube (segment of the precious vein, axillary vein, and subclavian vein), and the detection range: thrombosis of the left internal jugular vein. Anticoagulation therapy: (B)(6) 2022 at 10:21 oral 2 rivaroxaban tablets qd, (B)(6) 2022 at 09:57 oral 2 rivaroxaban tablets qd. The patient is currently under treatment and has been discharged from the hospital on (B)(6) 2022."